Manufacturer narrative:
One unused suspect device was returned for evaluation. The device was examined visually. Contamination larger than the acceptable specification was found in the fluid path. The complaint was confirmed for this device. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. On (B)(6) 2016 we became aware that this report was submitted within the required 30 day time window through the test server. Reference acknowledgement on 2/5/2016 with core ID: (B)(4).

Event description:
The distributor reported that a foreign object was identified in the fluid path of an item included in the kit during their initial inspection of received product. The device was not sent to a user facility.